Event description:
My (B)(6) year old mother uses an invacare insignia wheelchair. There are plastic pieces that support the seat part of the chair that are attached to metal bars on the bottom of the chair. Both plastic pieces broke on the left side of the chair. Thankfully it happened when I was unfolding the chair and my mother was not in it, it could have caused serious injury to her. This chair has been discontinued according to the company, but all these chairs should be recalled and replaced at the companies cost before someone is seriously injured, whether it be a child or an adult.